Event description:
Reporter alleged the customer obtained discrepant blood glucose results of 315 mg/dl back to back with a result of 124 mg/dl when testing was performed within less than 1 minute of each other on the aviva system. Reporter stated, the customer did not "feel good"; however, did not specify the type of glucose symptoms he was experiencing. Reporter stated she instructed the preschool to treat the customer with candy. No other actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.